Manufacturer narrative:
(B)(4).

Event description:
It was reported that an attempting to reconnect error occurred for a transmitter with serial number (B)(4). However, a transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. A review of the share logs was performed and signal loss over an hour was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an attempting to reconnect error is reportable based on finding of signal loss greater than an hour. No injury or medical intervention was reported.